Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient may undergo surgical intervention for an unknown reason. No additional information provided.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information and event. A4 - patient weight is unknown. The event of ipg pocket revision was reported to abbott. The patient has decided not to proceed with this surgery right now. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.